Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for evaluation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the applier appears typical. No defects or anomalies were observed. Functional inspection was performed by attempting to fire the remaining clips from the device. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. One clip was able to properly load and close upon completion of trigger engagement. This was repeated with the same results. The device was able to correctly apply all remaining clips in the channel. The device was returned with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No functional issues were found. A corrective action is not required at this time as there were no functional issues found with the returned autoendo5. The device was able to properly load and apply clips when handled correctly. The reported complaint of clips fell from applier other remarks: was not confirmed based upon the sample received. The returned autoendo5 was able to properly load and apply clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues with the returned sample.

Event description:
The physician began to load and fire the first 3 clips which worked. The next 3 clips fell out of the applier as it was being loaded. The next clip after that loaded correctly. All the clips that fell into the patient were removed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600330 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician began to load and fire the first 3 clips which worked. The next 3 clips fell out of the applier as it was being loaded. The next clip after that loaded correctly. All the clips that fell into the patient were removed. The patient's condition was reported as fine.